Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that, when impedances were initially checked intraoperatively, contacts 13 and 15 were greater than 10000 ohms. The lead was taken out and reinserted and all impedances were greater than 10000 ohms. Different reference electrodes were tried. The multi-lead trialing cable (mltc) was used to check the leads and the leads were fine. The leads were swapped in opposite ports and impedances were run again at 3 volts and multiple electrodes were greater than 40000 ohms. Because the leads had been fine with the mltc, a new implantable neurostimulator (ins) was recommended. Some contacts were still greater than 40000 ohms. The mltc was tried again and contacts 1, 17, and 15 were greater than 40000 ohms. It was reviewed that the surgical lead would maybe need to be revised due to intermittent issue. Additional information received from the rep reported that 2 electrodes had been abnormal when checked with the mltc. Relevant medical history included degenerative disc disease/herniated disc pain. Follow-up was performed to determine what actions were taken to resolve the impedance issues.